Event description:
The daughter of a female patient contacted lifecor customer support to report that her mother is receiving "check belt" messages constantly. Support requested a download and the download reveled a large amount of back falloff. Patient's daughter told support that the electrodes were touching the patient's body. Support sent patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the "check belt" messages was a cold solder joint on the pc board for ECG b. The root cause of the cold solder joint cannot be confirmed. The damaged electrode belt was repaired and restocked. No adverse event resulted from the damaged electrode belt. The device would have functioned with single lead detection. The patient received a replacement electrode belt.